Event description:
Synovitis, right knee effusion [joint effusion]. Case description: spontaneous case report was received on (B)(6) 2013, from a physician database extraction regarding a male pt (age not provided), initials unk, with osteoarthritis (kellgren-lawrence grade 4 no prior effusion). (B)(4). The pt's medical history was significant for previous use of three therapies of synvisc (it was reported that the age of the pt at the time of first injection of first course was (B)(6)). On (B)(6) 2003, the pt initiated the fourth course of treatment with intra-articular synvisc (hylan g-f 20) injection, dosage regimen not provided, into the right knee. The lot number for synvisc was not provided. On (B)(6) 2003, the pt experienced synovitis of right knee. The pt also experienced small right knee effusion and 22cc of serosanguinous fluid was aspirated. The pt received treatment with xylocaine (lidocaine) at a dose of 01cc and betamethasone at a dose of 1.3cc for the events of synovitis of right knee and right knee effusion. The action taken with synvisc treatment was not provided. On (B)(6) 2003 (after 72 hours), the pt recovered from synovitis of right knee. The outcome for the event of right knee effusion was not provided. Relevant concomitant medications were not provided. The intensity for the events of synovitis of right knee and right knee effusion was mild. The reporting physician assessed the relationship between synvisc and the event of synovitis of tight knee as definitely related. The causal relationship for the event of right knee effusion was not provided by the reporting physician. Follow-up information was received on (B)(4) 2013, and the pt initials were reported as (B)(6).

Manufacturer narrative:
The qa (quality assurance) investigation results were received on (B)(4) 2013. Eval summary: the product lot number was not provided; therefore, a batch record review is not possible. It is the requirement to review all finished batch records for specification conformance prior to release. Any out of specification result is identified and mitigated. Data is periodically presented and reviewed by individuals for assuring product quality. This review has not indicated trends that could be associated with any product complaint. Genzyme will continue to monitor complaints. MFR's comment: (B)(4). The benefit risk profile of the product is not altered by this report.